Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 335 mg/dl and later 190 mg/dl, attributed by the user to a missed meal announcement; replacement supplies were arranged and troubleshooting and education were provided, with the user advised to monitor after a prospective supply change, though the user did not change supplies at that time. Symptoms included hyperglycemia without reported acute complications. Outcomes included user self-management and continued device use without medical intervention or hospitalization. Investigation included technical support review and user interview. Investigation of this case revealed use-related error due to a missed meal announcement. It was concluded that the event was related to user handling rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.